Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst in the blood vessel. Therefore, manual compression was done for 30mins. In the preparation stage, the shape of the inflation indicator and the balloon inflated were normal. There were no leaks in the balloon. The mynx control was inserted into the sheath (unknown), inflation of the balloon was performed by applying an appropriate pressure while observing the inflation indicator. The doctor then checked the fluoroscopy image and observed that the balloon burst. Fortunately, when the balloon burst, it was not expected to float into the blood vessel. The patient¿s blood vessel was not calcified or tortuous. The patient's condition indicated that further observation was necessary. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock closed. The sealant remained in the manufacturing position, exposed to blood as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2103601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ was confirmed during analysis of the returned device, the exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon encounters calcification and/or other procedural devices. Procedural or handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) burst in the blood vessel. Therefore, manual compression was done for 30mins. In the preparation stage, the shape of the inflation indicator and the balloon inflated were normal. There were no leaks in the balloon. The mynx control was inserted into the sheath (unknown), inflation of the balloon was performed by applying an appropriate pressure while observing the inflation indicator. The doctor then checked the fluoroscopy image and observed that the balloon burst. Fortunately, when the balloon burst, it was not expected to float into the blood vessel. The patient¿s blood vessel was not calcified or tortuous. The patient's condition indicated that further observation was necessary. The device will be returned for evaluation. Additional procedural details were requested but are unknown.